Event description:
The customer contacted baxter's service center regarding assistance with ending setup, which occurred on the homechoice (hc) during use. The home patient (hp) stated they setup the hc but had not connected. The hp stated their cat chewed a hole in tubing line and needed to start over with new supplies. The technical service representative (tsr) assisted the hp end setup. The hp would start over with new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for damaged is confirmed because it was reported in the event description that cat bit into one of the line causing the line to become wet. The assignable cause code was animal damage. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). The sample and the lot number were unavailable, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted if additional relevant information is received.